Manufacturer narrative:
(B)(6). The device was received for evaluation. During visual examination, an obstruction was observed between the tube and the adapter. The reported condition was verified. The cause of the condition was due to incorrect assembly technique. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tubing of a plexitron radiation sterilized extension set was "blocked inside the tube and cannot allow flow the liquid". This issue was identified during priming. There was no patient involvement. No additional information is available.